Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that patient underwent total vaginal hysterectomy, anterior/posterior colporrhaphy, culdoplasty, perineoplasty and insertion of infast pubovaginal sling to treat cystocele and rectocele. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with anterior and posterior colporrhaphy, culdoplasty, and perineoplasty due to pelvic relaxation and sui. It was reported that the patient underwent mesh revision/removal on (B)(6) 2013 due to pelvic pain and complications related to an implanted vaginal mesh. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Resubmission with the correct file number. (B)(4). Additional narrative: it was reported that following insertion the patient experienced vaginal pressure and burning. It was reported that the patient underwent trigger point injections on the following (B)(6) 2012 and (B)(6) 2014. It was reported that the patient underwent incision and drainage of perirectal abscess on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat pelvic organ prolapse. It was reported that the patient underwent the concurrent procedure of a hysterectomy during mesh implantation. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, vaginal scarring and other.(B)(4).